Manufacturer narrative:
A product investigation is in process. A follow-up report will be filed once investigation results are available.

Event description:
A customer reported a complaint of imprecise sequential readings on their adc freestyle freedom blood glucose meter. The customer obtained readings of 45 mg/dl, 126 mg/dl, and 287 mg/dl within a ten minute timeframe. All readings were taken from the finger. When plotted on a parkes error grid, the results fall in the 'c' zone, which shows the difference to be clinically significant. There was no report of death, serious injury or mistreatment.